Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent once analysis is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturing representative (rep) regarding a patient receiving 8 mg/ml of morphine at 0.6382 mg/day via an implantable pump for non-malignant pain. It was reported the patient was having a routine pump replacement due to the elective replacement indicator on (B)(6) 2019 to prophylactically avoid in-vivo battery depletion. The physician discovered a "white substance all inside the pocket, a thick, almost paint-like substance" when the incision was made. The white milky substance was thick, almost clay like. It was reported the substance was caked on like powder around the pump after it dried. The substance ¿poofed¿ in the air when scraped. The rep commented it almost looked like propofol. The catheter was still connected to the pump and there were no reported issues with therapy prior to surgery (B)(6) 2019. The physician planned to send the substance off for culture. It was noted the doctor did not believe there was any infection but thought maybe it was an old dacron pouch that caused the issue or maybe the battery leaked. The device was returned for analysis. It was noted the device was not replaced on (B)(6) 2019. It was indicated the device had been used with/in the patient for treatment and there was no patient death. The patient¿s status following device removal was provided as ¿recovered without sequela.¿ no rotor or dye studies were performed. No further complications were reported or anticipated.

Manufacturer narrative:
Evaluation of implanted pump serial number (B)(4) revealed the following. Analysis identified slight damage to the pump septum material which did not affect the performance of the device during analysis testing in the lab. The returned pump passed all functional testing in the lab. Ir (infrared spectroscopy) testing of the white material revealed the following. The major component of the white substance was calcium phosphate, carbonate may have also been present. It was noted this was likely a result of calcification on the device. The evaluation code method and code-result codes have been updated for this event. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturing representative (rep). The rep reported they were not sure of the results from the cultures taken at the time of explant. It was unknown if the material discovered inside the pump pocket/on the pump was identified. The patient¿s weight was unknown. The rep indicated the information provided had been confirmed by the physician/account.

Manufacturer narrative:
Updated to reflect the event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.